Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was difficult to advance and noted to have unclear deformation. A new ds was replaced; the patient's status was unknown.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure it was difficult to advance the delivery system and noted to have a step formation at the end of the capsule. A returned device assessment could not be performed as the device was not returned for analysis. No images were provided of the device/issue. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was difficult to advance and noted to have a step formation at the end of the capsule, eventually ended up misaligned with the tip of the system. A new ds was replaced, and the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.